Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak from the needle and the coupling. The fse replaced the needle assembly and the coupling to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the needle assembly and coupling which needed to be replaced. Results: needle assembly and coupling. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that approximately less than 5 ml of fluid leaked from the needle at luer lock #1 fitting of the lh 500 hematology analyzer . The customer attempted to tighten the fitting but the leak was not resolved. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.